Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported this rv lead was explanted and replaced due to inappropriate shocks and noise.

Manufacturer narrative:
On 11/28/18 - updated analysis received. Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment, including the shock coils and the lead tip, was missing. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.